Event description:
It was reported that the atrial lead had rising impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 4092-52 lead, (B)(6) 2002. (B)(4).